Event description:
Provider states the brake on the rght motor will not engage, end user was in chair in the parking lot at his apartment building, when it malfunctioned, no property damage or injury alleged.